Event description:
It was reported that an x-ray revealed lead fracture. Insulation damage was noted. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned for analysis. Visual inspection revealed several external insulation abrasions. The svc and re-cables were exposed in these abrasion zones, but the etfe coating was not compromised. These damages are consistent with friction to the ICD can.